Manufacturer narrative:
(B)(4). Customer provided one photo for this investigation. The photo was of a catheter inside a plastic bag. The complaint could not be confirmed by the photo. Complaint verification testing could not be performed either as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. The IFU provided with this set indicates that the arrow endurance catheter system permits access to the patient's peripheral vascular system for short-term use to sample blood, monitor blood pressure, or administer fluids. It also warns the user to avoid kinking or obstructing the catheter system during pressure injection to reduce risk of catheter failure. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports leaking from a hole or crack in the body of the catheter during patient use. The customer reports the device is indwelling for approximately 4 to 6 weeks.